Event description:
A (B)(6) male patient contacted zoll customer support to report constant check te pad messages and adjust belt/check belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te pad messages, adjust belt/check belt messages) was confirmed. As received, the belt failed incoming testing. Upon evaluation, there was a short in the cable connecting the distribution node (dn) to the front therapy electrode (te). The cause of the check te pad messages and adjust belt/check belt messages is the shorted wire. The root cause of the shorted wire cannot be positively identified but is likely excessive force placed on the trunk cable. No adverse event resulted from the short wire. The patient was issued a replacement electrode belt.